Event description:
Our (B)(4) distributor reported that during receiving and inspection of this device, they found the bur loose from the clamshell inside the sterile packaging. There was no report of compromise to the sterility of the device. There was no pt involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation results: this bur and packaging was received for evaluation. A visual examination of the package confirmed the report of the bur loose from the clamshell inside the sterile packaging. Further investigation found scratches on the pouch which affected the sterility of the device. Conmed linvatec initiated and completed a corrective and preventive action to address this problem. A retainer component was added to the packaging to prevent the bur from coming loose inside the clamshell.